Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on warfarin for 45 days then switched over to dual antiplatelet (dapt) therapy. One (1) year post index procedure and noted as an incidental finding, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) on the face of the closure device and coumadin ridge. The physicians placed the patient on warfarin.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on warfarin for 45 days then switched over to dual antiplatelet (dapt) therapy. One (1) year post index procedure and noted as an incidental finding, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) on the face of the closure device and coumadin ridge. The physicians placed the patient on warfarin.

Manufacturer narrative:
Medical media was provided and reviewed by boston scientific quality engineer for relevance to the complaint allegation. The media provided did not appear to depict any watchman device or user related allegations and resulted in no questions requiring further investigation.